Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus and device was totally dark. A field service engineer replaced the t board and turned the device back on, but the sensor light was not working. The fse turned off the medstation, replaced the latch sensor, and turned it back on, encountering a position sensor error. After replacing the position sensor and rebooting, the firmware updated, but the storage space configuration didn't show 4.1. Attempts to recover 4.1 failed. The field service engineer then replaced all three control boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.